Event description:
An optometrist reported that a patient presented with asymptomatic diffuse lamellar keratitis (dlk), one day following bilateral lasik surgery. An oral steroid was prescribed and topical steroid dosage was increased to treat the event. In a follow up, a tech reported that the event has resolved with treatment. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).